Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the unit has cassette not properly attached¿ was confirmed through occlusion testing and event log. The probable cause was the latch/lock mechanism and sensor corroded. Replaced latch/lock mechanism and latch/lock sensor. Further investigation found the battery door seal was delaminated, upstream occlusion (uso) seal buckled, downstream occlusion (dso) sensor corroded, air in line detector (aild) indented, and motor failed preventative 6 million mark. Replaced battery door, uso seal, dso sensor, dso seal, aild, and motor. Performed dso/uso sensor calibration. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the unit has cassette not properly attached¿; during device evaluation the complaint was confirmed. Latch/lock mechanism and sensor corroded the event occurred during testing.